Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip was broken. The customer¿s blood glucose level was 163 mg/dl. Customer stated there reservoir lip was broken and 1/2 of it is missing. 180 degress of top level is missing and rest is cracked around the reservoir casing. The customer was assisted with troubleshooting. Customer stated they don't recall anything happening before taking it off before taking a shower, when putting it on, noticed a rough spot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner and stained end cap sticker.